Manufacturer narrative:
Other relevant devices are: etlw1616c124e; s/n: (B)(4); use by date: 2013-10-23; (B)(4). Etlw1610c156e; s/n: (B)(4); use by date: 2014-02-06; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment. It was reported that during a phone call between the patient and the medtronic representative where the patient was requesting an ID card, the patient mentioned that her physician had observed an endoleak and had stated that the patient required an MRI scan due to this event. No clinical sequalae were reported.